Event description:
It was reported to philips that there was fan whistling noise in the system cabinet (re-occurring issue). The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint and determined that the customer erroneously submitted an incident request, seeking clarification on whether their footswitch was subject to philips correction. No system malfunction or incident was identified. The system was in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. In scenarios where no system malfunction is reported, the event is considered non-reportable the codes have been updated based on the investigation's outcome.